Manufacturer narrative:
An unopened sample of product was returned for analysis. During the visual inspection of unopened sample, a pin hole on the top foil was observed. The tip of the needle through the foil and exposed outside the package, therefore, compromised the sterile barrier. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the samples condition, the assignable cause of packaging ¿ integrity, suggest pin hole on package.

Manufacturer narrative:
Pc-(B)(4). Additional information: sales rep commented that (B)(4) 2018 was at the hospital angeles puebla and check all the stores that no longer exist (B)(4) product batch code (B)(4). We used all the other product of the box with lot aj5605, they told me in the hospital that when it happened, they checked the entire product and found nothing abnormal in the packaging, so they continued to use it.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Prior to the procedure it was noticed that the needle of the suture went through the closed package. There was no harm to anyone from the exposure of the needle. This event occurred before the procedure, when the surgery room was being prepared. It is not related to any doctor or procedure.